Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital's biomed reportedly performed a checkout of the equipment. The logs were downloaded and reviewed by the hospital's biomed and ge healthcare. The reported complaint was not duplicated. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly switched to manual mode and completed the case. There was no reported patient injury.